Manufacturer narrative:
Additional information was received that the malfunction of the unit did not affect suction and maximum suction could be achieved. Reported malfunction will be noted during preuse testing, as contained in the user manual. Standard of care includes ensuring adequate backup equipment. Reported complaint will not affect delivery of o2, agent or ventilation from the anesthesia machine. The initial complaint was not reportable. H3 other text : additional information was received that the malfunction of the unit did not affect suction and maximum suction could be achieved. Reported malfunction will be noted during preuse testing, as contained in the user manual. Standard of care includes ensuring adequate backup equipment. Reported complaint will not affect delivery of o2, agent or ventilation from the anesthesia machine. The initial complaint was not reportable.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system, and confirmed the reported issue. The suction regulator was replaced to resolve the reported issue. No report of patient involvement.

Event description:
The hospital reported a malfunction resulting in the loss of suction. There was no report of patient involvement.